Event description:
Note: this report pertains to one of two devices used during the same procedure. It was reported to boston scientific corporation that an advanix biliary stent was used in the hepatic duct to treat a biliary stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, a 10fr x 10cm double pigtail stent was properly loaded onto the advanix 10fr delivery system and positioned over the guidewire. Upon deployment, the radiopaque marker on the inner catheter of the delivery system remained within the hepatic duct even after the green deployment indicator on the handle was activated. The distal end of the inner catheter was still in place and so they need to remove the entire system and attempt the stent placement again. They then decided to proceed with a duodenal bend "straight" stent instead of a double pigtail. The procedure was completed with another different device. There were no patient complications reported as a result of this event. Note: it was reported that the guidewire was in the patient and in the stent delivery system during the attempted deployment. However, the advanix biliary stent with naviflex rx delivery system instructions for use (IFU) states, "for preloaded system only: if the guidewire is not completely retracted into the endoscope, the stent can not be fully deployed." The physician did not follow the steps cited in the IFU.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter guide break.

Event description:
Note: this report pertains to one of two devices used during the same procedure. It was reported to boston scientific corporation that an advanix biliary stent was used in the hepatic duct for a biliary stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, a 10fr x 10cm double pigtail stent was properly loaded onto the advanix 10fr delivery system and positioned over the guidewire. Upon deployment, the radiopaque marker on the inner catheter of the delivery system remained within the hepatic duct even after the green deployment indicator on the handle was activated. The distal end of the inner catheter was still in place and so they need to remove the entire system and attempt the stent placement again. They then decided to proceed with a duodenal bend "straight" stent instead of a double pigtail. The procedure was completed with another different device. There were no patient complications reported as a result of this event. Note: it was reported that the barb flap cover was not used to insert the device through the biopsy cap. Per the IFU, "slide the stent barb cover over the trailing barb, to assist with stent introduction into the scope.".

Manufacturer narrative:
Block b5 has been corrected. Block h6: imdrf device code a0401 captures the reportable event of catheter guide break.